Event description:
An empty intravia container 1000ml was returned for evaluation and it was observed that there was particulate matter (pm) in the fluid pathway. The pm was further described as ¿mobile particle in the passage of the fluid, looks like a white fluff and moves throughout the bag¿. This was observed during sample evaluation. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Additional light inspection was performed, 3 seconds against white and black background which observed a mobile particle in the passage of the fluid. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.